Event description:
It was reported that the lead was explanted due to intermittent high impedance.

Manufacturer narrative:
Analysis was normal. No anomaly was found. Since the lead was received cut in two pieces, a complete electrical investigation could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.